Event description:
It was reported that the hv lead impedance was high. The asymptomatic patient had presented to the clinic after receiving a patient notifier. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.